Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
An authorized distributor reported that the touch screen of the cusa clarity console (c7000) failed during a meningioma surgery while the patient was already under anesthesia. The surgery was completed without the device as no replacement device was available. As a result, the surgery time was prolonged by approximately 30 minutes. There was no patient injury.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa clarity console (c7000) was not returned; therefore, failure analysis could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. However, based on the reported failure, "touch screen failure" is consistent with a known issue for which a CAPA is currently open relating to frozen screen on clarity consoles and the root cause is under investigation.